Event description:
It was reported that the customer's blood glucose has been very high the last couple of weeks. It was stated that when the insulin pump was uploaded to carelink, it was observed that the device has stopped several times without being in suspend mode and no alarms appeared. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.